Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h4, h6, and h11 were updated. The device was not returned for evaluation. The definitive root cause of the b30 scope communication error could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center exhibited b30 (scope communication error). The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is created to correct the legal manufacturer's facility number from aizu (9610595) to shirakawa (3002808148). G1b post office or zip code should be: 961-8061.